Event description:
It was reported that " on (B)(6) 2025, incidents occurred with 3 different arterial catheters showing recurrent intraluminal thrombosis in 3 different patients, hindering blood pressure measurement and leading to monitoring failure due to unreliable blood pressure readings. Catheter flushed and rinsed every hour with a syringe (increasing the number of catheter manipulations and therefore increasing the risk of sepsis). The catheters were used for invasive pressure measurement with the ref 682000 pressure set from merit. Increased risk for two patients as they were receiving intravenous amines. For one patient in shock, a new catheter had to be inserted by the intern on duty (invasive procedure), resulting in increased workload and endangering the haemodynamically unstable patient. Blood pressure was taken with a cuff every 2 minutes during periods of haemodynamic instability, causing skin lesions such as abrasions, burns, haematomas and potentially pain."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, incidents occurred with 3 different arterial catheters showing recurrent intraluminal thrombosis in 3 different patients, hindering blood pressure measurement and leading to monitoring failure due to unreliable blood pressure readings. Catheter flushed and rinsed every hour with a syringe (increasing the number of catheter manipulations and therefore increasing the risk of sepsis). The catheters were used for invasive pressure measurement with the ref (B)(4) pressure set from merit. Increased risk for two patients as they were receiving intravenous amines. For one patient in shock, a new catheter had to be inserted by the intern on duty (invasive procedure), resulting in increased workload and endangering the haemodynamically unstable patient. Blood pressure was taken with a cuff every 2 minutes during periods of haemodynamic instability, causing skin lesions such as abrasions, burns, haematomas and potentially pain." Associated MDR numbers include: 3006425876-2026-00163, 3006425876-2026-00162, and 3006425876-2026-00164.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.